Manufacturer narrative:
Our evaluation of the returned sample confirmed the damage in the syringe barrel as noted in b-5. The damage was most likely present prior to tray assembly. This issue is currently being addressed through inspection controls and feedback to the supplier of this product. As corrective action and response to this incident, this information will be shared with the manufacturing staff responsible for production of this product. We will continue to monitor for similar incidents and take action based on information received.

Event description:
Md states that the 60cc syringe in the tray was cracked and caused a pneumothorax. Additionally, account states that while doing a thoracentesis procedure the patient developed a pneumothorax because the syringe had a crack in it. The physician got another syringe and completed the case without further incident.